Event description:
Information was received based on review of a journal article which compared total knee arthroplasty with patella resurfacing or without patella resurfacing between the years 1994 and 2009. The biomet knee systems used in the article are the agc universal knees and the agc anatomic knees. (B)(4). It is unknown when and why these revisions occurred.

Manufacturer narrative:
The information being reported was found in the journal article titled "failure of total knee arthroplasty with or without patella resurfacing" acta orthopaedica 2011- 2011 june; 82(3): 282-292. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The article was written by stein håkon låstad lygre, birgitte espehaug, leif ivar havelin, stein emil vollset, and ove furnes. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02289 / 02290).